Manufacturer narrative:
The main component of the system and other applicable components are: product ID 977a260, serial # (B)(4), implanted: (B)(6) 2016, product type lead.

Event description:
Information was received from a family member of a patient and that patient who was implanted with a neurostimulator for failed back surgery syndrome, radiculopathy, and spinal pain. It was reported that x-rays were taken on (B)(6) 2016 which found that the leads had moved (cord going to the leads). It was also noted that the leads were disconnected. The patient kept on feeling like something was poking out of her and was having pain from this. This had occurred a couple of weeks prior to the report and that is why the x-rays were taken.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.